Event description:
The patient reported that the up arrow, down arrow and ok keypad buttons had a delayed response for a month and required several button presses in order to get a response. The patient reportedly wore the pump in a case in his pocket and did not clean the pump.

Manufacturer narrative:
Follow-up #1 03/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2012 with the following findings: the pump was returned with keypad intact. The keypad buttons were found to be intermittently responding to presses and requiring increased force to activate. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.